Event description:
Reporter alleged obtaining a discrepant blood glucose of 543 mg/dl on the aviva system compared back to back with a result of about 240 mg/dl on the hospital's lab testing when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No action or treatments results or were reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no product will be returned to the manufacturer as she no longer has the strips.